Event description:
On 28/jul/2021, fresenius became aware this 67-year-old male peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2021, has an infection and is being treated with an antibiotic. No additional information provided during intake. Follow-up with the patient's pd registered nurse (porn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc's elevated, value not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient and started on intraperitoneal (ip) vancomycin 2000 mg every 5 days for 21 days. On (B)(6) 2021, the peritoneal effluent fluid culture results returned positive for staphylococcus epidermis and the patient's antibiotic was continued. The porn attributed causality to a touch contamination event, when the patient contact reported they accidentally touched the patient's "uncapped" pd catheter (not a fresenius product) while connecting the patient. The porn stated there was no defect or malfunction of a fresenius device(s) and/or product(s) to report. The patient is recovering from the events and continues to utilize the same liberty select cycler as before the events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).